Event description:
It was reported to bsc that "during placement of the sheath, they were unable to advance it over the guidewire due to pt's very scarred, difficult groin. When the sheath was pulled back, the marker band dislodged. It floated down the external iliac vein and was irretrievable."

Manufacturer narrative:
Device received by external manufacturer on 11/17/2008, pending investigation.